Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon allege any problem with the stapler? Did the device have anything to do with the surgical outcome? What are the alleged contributors of the patient¿s symptoms? What treatment were used to alleviate the patient¿s symptoms?

Event description:
It was reported that during an unknown procedure, the patient was operated in the hospital due to pulmonary bullae on (B)(6) 2021, during which the device was used. On (B)(6) 2021, the patient experienced pain, dyspnea, cough and other symptoms. Symptoms improved after symptomatic treatment, with no significant effect on the original course of the disease. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2021. Additional information received: after investigation, the hospital denied reporting this event. Since this event did not occur, therefore this event was a misreport. In ha system, this case has been changed from serious injury to others. As the additional information received from the hospital indicated that this event did not occur and there was a misreport; the event does not meet the FDA defined criteria for a reportable event and is being considered not reportable to us FDA. B1, b2 and h1.